Manufacturer narrative:
Evaluation in progress, but not concluded.

Event description:
During set up for a cardiopulmonary bypass procedure, it was observed that the level detector was not working properly. There was no adverse consequence to the patient as a result of this event.